Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, the stent delivery system was inserted below the carina in the right main bronchus and the physician started deployment. When about 30% of the stent was released, the deployment suture could not be unraveled any further. The physician removed the partially deployed stent and the procedure will be completed in the near future. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.